Event description:
A (B)(6) advia centaur anti-hcv result was obtained on a patient donor sample in comparison to (B)(6) results obtained by the customer for two other test methods; inno-lia hcv score line and siemens quadriga hcv. A third test method that utilized hcv pcr result was reported as (B)(6) by the customer. Repeat ahcv testing was performed from a second draw (edta plasma) on the advia centaur and the result was (B)(6). Repeated testing was performed and the result was (B)(6) in comparison to (B)(6) test results for other test methods; inno-lia hcv score line and the siemens quadriga hcv. The hcv pcr 2nd draw test method result was (B)(6). Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the (B)(6) advia centaur anti-hcv result.

Manufacturer narrative:
The cause of the (B)(6) advia centaur anti-hcv results compared to the (B)(6) results for the two other test methods is unknown. The instruction for use (IFU) limitation claim states: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur hcv assay is used in conjunction with other manufacturers' assays for specific hcv serological markers."